Manufacturer narrative:
.

Event description:
Reportedly, the staples did not close properly. A leak test was done and revealed leakage. A resection was made. Another device was used to correct. Operating time extended by more than 1/2 hr. No pt injury reported. Procedure: colectomy.